Manufacturer narrative:
(B)(4). The lot was manufactured june 13 - 14 2014. The device was received and evaluated. Visual inspection was performed with no abnormalities noted. Functional flow testing was also performed without issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor did not flow during patient infusion. The device was filled with 300 ml of ropivacaine hydrochloride hydrate (non-baxter product) using the baxter-recommended filling procedure. Air was completely removed from the administration tubing, and flow was confirmed. The no flow then occurred after the device was connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.